Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309657, batch no: 8333512. It was reported that a foreign fluid was found in the syringe barrel and luer lock.

Manufacturer narrative:
Investigation: three photos and one 3ml syringe in an opened blister pack from batch #8333512 (p/n (B)(4)) were received and evaluated. It was observed there was foreign matter in the fluid path that consisted of dried red fluid in only the tip of the syringe. It is unclear if the sample was used. The observed foreign matter was not able to be defined based on visual inspection therefore the samples were submitted for ftir analysis. Ftir (fourier transform infrared spectroscopy) analysis was completed on the dark material observed in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely blood. The ftir analysis indicates the fluid is most likely blood. There were no recorded injuries or reported adjustments to cutting components during the manufacture of this batch. Root cause not defined since the source of the foreign matter is undetermined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 309657, batch no: 8333512. It was reported that a foreign fluid was found in the syringe barrel and luer lock.